Manufacturer narrative:
H6 - 4582: upside down implantation secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation claim #(B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the lens was implanted upside down. Due to the lens being implanted upside down, the lens was exchanged for a different model, power but same length lens. The problem was resolved. Cause of the event was reported as unknown.